Event description:
It was reported that the pump was implanted in 99 in the patient's lower abdomen for heparin and chemo delivery. 2 months and a half later, there was no return of fluid with the first needle position. The needle was removed that reinserted with a return of fluid. The next day the site was red with swelling. The patient developed a fever with some drainage. The pump was explanted 5 days later and an arterial port was implanted without any additional complications.